Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm, but occlusion recurred. Customer declined system check with tandem technical support. Customer's blood glucose was 195 mg/dl.